Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading. Customer administered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.